Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had poor air/water feeding during receipt inspection for a diagnostic upper gi tract procedure. The procedure was completed using a similar device. During inspection and evaluation, due to clogging of air/water tube, foreign objects come out of distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive around light guide lens has discoloration, due to wear of angle wire, the play of up/down / right/left knob is out of specification, due to clogging of nozzle, water removal ability does not meet specifications, adhesive on bending section has wear, due to wear of angle wire, bending angle in up/down/left direction does not meet specifications, adhesive around objective lens is peeled, plastic distal end cover has a scratch, the surface of the objective lens has poor water contact. The lens surface cannot be cleaned, and the air/water cylinder is deformed. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the distal end of the air/water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.